Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check therapy pad messages) was isolated to the electrode belt¿s pulse wire being broken, causing the electrodes to be non-functional. The root cause for broken wire was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages.